Event description:
When flushing the microcatheter (15896984, 6062510x) during initial prep a leak was noticed either in or around the hub. Exact location was not identified. The microcatheter was never introduced to the patient. No patient demographics or vessel code info provided.

Manufacturer narrative:
When flushing the prowler plus 150/50/20cm 2mb microcatheter (6062510x/15896984) during initial prep, a leak was noticed either in or around the hub. The exact location of the leak was not identified. The catheter was never introduced to the patient. No further information is available. A non-sterile prowler plus 150/50/20cm 2mb microcatheter was received coiled inside of a plastic bag. No damages were noted on the hub. The body was inspected and kinks and bends were noted on the catheter shaft and compressed sections at the distal end. The microcatheter was inspected under microscope; the kinked, bent and compressed sections were noted on the device. The ID of the microcatheter was measured and was found within specification according to document. The prowler plus microcatheter was then flushed using a lab sample syringe (nipro). After that, the distal section of the microcatheter was clamped to prevent water flowing out of the distal catheter tip. Pressure was applied to the water filled syringe with no leakage at the hub area observed. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. There was no leakage of the returned device with flushing during functional testing. The cause of the event experienced by the costumer could not be determined; however, it appears that it may have been impacted by the connection process and/or the concomitant device used to flush the microcatheter during procedural use. The timing and cause of the kinked and compressed damages found on the returned microcatheter cannot be determined; however, these may be related to the handling and packaging of the device for return. Neither the analysis nor the DHR indicate any relationship to the manufacturing process. Additionally inspections are in place that prevents these types of damages leaving from the facility. The reported leakage was not confirmed. Therefore no corrective actions will be taken at this time.

Manufacturer narrative:
The product will be returned for analysis, however it has not been received. Additional information will be submitted within 30 days of receipt.